Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 (device evaluation), information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, foreign material was adhered to the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material occurred due to failure of appropriate reprocessing due to malfunction of the forceps elevator. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During a standard inspection of a customer returned asset, the forceps elevator on the evis exera ii duodenovideoscope had foreign material. The foreign material was yellowish/brown in color, and it was unknown what the foreign material was. The customer did not report any problems associated with the device, and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
Additional issues were identified during the device evaluation: intermittent leakage coming in between the up/down knob and control unit; k-wire was completely cut off; the plastic distal end cover had a scratch; the adhesive on the distal sheath was detached; the connecting tube had a wrinkle; found with low angle; the connecting tube had a scratch; the image guide protector had a scratch; the grip had a scratch; the suction cylinder was shaved; and the forceps channel port had a dent. The switch box, universal cord, scope connector and scope connector cover were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.